Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with fortum (one gram, frequency and route not reported), vancomycin (2 grams, frequency and route not reported) tobramycin (40 milligrams, frequency and route not reported) and heparin (0.5 milliliters, frequency and route not reported). The outcome of the peritonitis event was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.